Event description:
The customer reported to philips healthcare that the codemaster xl+ "could changed when took off ac power, high voltage board." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.